Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's sensor had missing cannula. Customer states that transmitter is not working. Customer's blood glucose was unknown at time of incident. Sensor will not be return for analysis and need to be replaced.